Event description:
It was reported that pump generated cartridge alarm 20 and had repeated cartridge alarms with consecutive cartridges, and issue did not occur during load process. There was no adverse impact to the customer's blood glucose level. Customer planned to continue using current pump until replacement arrived, and technical support arranged pump replacement, confirmed shipping details, provided instructions for storage mode, advised customer to reprogram pump settings and reconnect continuous glucose monitor to replacement pump, and instructed return of problematic pump using prepaid label within 10 days.